Event description:
Received medwatch which states: "rn hung medication at 100ml/hr. Rn noted that the rate was too fast and noted fluid coming from the IV pump. Rn opened pump and disconnected tubing. At that time, the rn noted a small hole in the tubing. Equipment was removed and sent to clinical engineering. No harm came to the pt. Issue was identified immediately and tubing was changed." Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Return of the set is uncertain. The facility's biomed reported that the device has been retained, however, approval from risk management must be obtained for release of the set for investigation. A f/u report will be submitted should the customer decide to return the set for investigation.